Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed. The issue was not confirmed. During power up and testing, the device did not fail. The battery fallout test and the beeping lasted more than 1 min. Therefore, no problem found with the issue. It was recommend to install software as preventive measure.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the battery fallout test and beeped for one minute. No adverse effects were reported.